Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found insulation breach due to clavicle crush at 23.0 cm to 23.6 cm from the connector pin; the outer coil was compressed in this location. This could have caused the reported noise problem, loss of capture and insulation anomaly.

Event description:
It was reported that the patient presented in hospital for evaluation after feeling light headed. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. Insulation anomaly was noted on the lead during extraction. The lead was explanted and replaced on (B)(6) 2014.